Manufacturer narrative:
This supplemental report is to provide the laboratory results, and device evaluation results. Based on the microbiological testing conducted at an off-site laboratory, there was no carbapenem-resistant enterobacteriaceae (cre) recovered from the device. The scope tested positive for micrococcus luteus and staphylococcus epidermidis. These organisms are not considered clinically significant and is often an environmental organism. Gordonia terrae is a genus of bacterium in the actinobacteria, the same lineage that includes mycobacterium and is considered a pathogenic organism. Aspergillus candidus is a fungus which is a common contaminant of grain dust and which causes respiratory disease in humans. Cellulomonadaceae is a family of bacteria that was also found. The organisms were recovered from the air/water and suction channels of the scope. The scope was eto sterilized by the off-site laboratory before returning to olympus. The evaluation did not find any signs of foreign residue/stain or foreign objects/materials inside the biopsy channel or any of the channel openings when inspected with a boroscope. The elevator forceps raiser and elevator lever were inspected and functioned normally. There were some discoloration and cracks found on the objective lens glue at the distal end side which can be attributed to chemical damage from reprocessing. The device was serviced and returned to the user facility. The instruction manual cautions users: "repeated use and reprocessing of endoscopes and accessories leads to gradual wear and tear. But reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration."

Event description:
Olympus was informed that a total of nine patients tested positive for carbenepenum resistant enterobacteriaceae (cre) klebsiella pneumoniae, after having undergone an endoscopic retrograde cholangiopancreatography (ercp) procedure. However only six of those patients used an olympus duodenovideoscope during their ercp procedures. The other three patients underwent a procedure using either a fuji or pentax duodenovideoscope. Olympus followed up with the user facility and was informed that they have implemented a double (2x's) with high level (hld) disinfectant in the aer disinfection process for all duodenovideoscopes. It was reported by the user facility that since mid 2014, they began to monitor and randomly cultured all their duodenovideoscopes after confirming five patient infections of cre-kp ranging from (B)(6) 2014 after each had undergone a ercp procedure. The initial five patient infections with cre-kp were confirmed utilizing test methods ranging from sputum, blood, urine, liver aspirate, and bile drainage. The patients were treated with antibiotics. It was reported that there were no further issues with the duodenovideoscopes testing positive until a sixth patient tested positive for extended spectrum beta-lactamase (esbl) strain following the march 16, 2015 ercp procedure using the same duodenovideoscope (s/n: (B)(4)). On march 21, 2015 the duodenovideoscope cultured positive, with the same esbl strain. The duodenovideoscope was then sequestered, re-cleaned and underwent double (2x's)hld in the aer disinfection cycle. The duodenovideoscope was re-cultured and showed no growth. The duodenovideoscope was placed back in service on march 24, 2015. The user facility said they will continue to monitor and complete random testing to control the issue in-house so no further issues occur. This is four of six reports.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. However, the device was sent to an off-site independent laboratory for further testing. Once returned a physical evaluation will be performed on the referenced device. The exact cause of the user's experience could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant information becomes available later. As part of our investigation with this report, an endoscopy support specialist (ess) visited the user facility to observe the user facility's reprocessing practices. During the on-site visit, several reprocessing practices were discussed such as manual cleaning, pre-cleaning, manual cleaning w/hld, rinsing, alcohol flush but were not demonstrated as the customer stated that they are using a medivator dsd-edge aer. It was also reported that the customer sometimes lay down their scopes coiled up after removing from the aer. The customer was informed that the scopes need to be hung immediately after the hld process. It was noted that the user facility was not using a mh-856 (suction cleaner adapter), as recommended in the instruction manual. Please cross-reference the associated complaints: 2951238-2015-00184, 2951238-2015-00185, 2951238-2015-00186, 2951238-2015-00188, 2951238-2015-00197.